Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that both this mitral annuloplasty ring and mitral bioprosthetic valve were implanted and explanted during the same procedure for unknown reasons. No additional adverse patient effects were reported.